Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined and it was attributed to the fall. Reprogramming was done to minimize the discomfort on their foot. The patient's progress was being followed up on. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 07-apr-2022, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had tingling and uncomfortable sensations between their 1st and 2nd metatarsal finger. The patient had a fall in (B)(6) 2019 but was fine and was checked by another physician. Impedances for the cervical and thoracic lead were out of range. A fluoroscopy for the cervical lead was performed and showed what looked like a contact out of the lead body next to the lead cable on c6. An impedance check by the representative showed the leads had green checkmarks. The issue with the metatarsal joint was intermittent so the programming was adjusted. The patient tried to replicate the movement that produced the discomfort after the reprogramming and had no signs of discomfort. The issue was resolved at the time of the report.